Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an x-ray taken one day post implant of a replacement cardiac resynchronization therapy defibrillator (crt-d) system, it was noted the right atrial (ra) lead had dislodged. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.